Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin infection cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 66-year-old male with newly diagnosed glioblastoma (gbm) started optune gio (B)(6) 2025. On (B)(6) 2026, the patient informed novocure that he had been hospitalized on an unspecified date for several days due to an infected sore on the scalp. The patient anticipated being discharged soon and mentioned the use of an unspecified wash and gauze on his scalp. Upon discharge, the patient was scheduled for a follow up evaluation by an infectious disease specialist. On (B)(6) 2026, the patient resumed optune gio therapy. Multiple attempts were made to contact the prescribing physician; however, no response was received.